Event description:
On (B)(6) 2022 my cardiologist implanted a pacemaker because I had a complete electrical blockage to my left ventricle (lbbb) and my pulse had fallen to 35. On (B)(6) 2023, after only 14 months of usage, my pulse suddenly dropped to 44. My cardiologist performed a 24 hour holter test and determined that the pacemaker was not functioning. The device is st jude, endurity core dual chamber. Model pm2152, serial number (B)(6). The leads are: cpt175284 and cpt178937. On (B)(6) 2023 the surgeon accessed the st jude device and repositioned the ventricular lead. I was discharged from the hospital. On (B)(6) 2023 my pulse fell to 33 or lower so rushed to the hospital. I was treated there for about 7 hours and the on-duty-cardiologist told me that I must travel to a larger hospital 6 hours away or I would die within 24 hours. We took an ambulance for the 6-hour ride and arrived at (B)(6) at approximately 11:00 am. My cardiologist and surgeon were waiting in the ER (emergency room). At this time my pulse was in the 20's and I was vomiting blood. I was taken to the operating room and the surgeon determined that the lead to the ventricle was not working and was likely damaged. It was removed and a new one inserted. Two days later my pulse again fell and we visited the ER again. The st. Jude representative started testing me, and called in an electrophysiologist. They determined that my st jude pacemaker was now requiring 3 volts instead of 1 so they reprogrammed the device. My heart rate is now stabilized at 75 bpm. However, I am told that the increased level of voltage will shorten the battery life of the device to approximately 6 years instead of 9-10, and I am concerned that this might all happen again. As a side note, I was forced to pay cash to st jude for the new lead installed by the surgeon. The cardiologist told me he was certain the lead somehow was damaged and urged the st jude rep to send it in to be analyzed. I am told this will take 6 months. Reference reports: mw5118514, mw5118516.